Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was diagnosed with stress urinary incontinence, cystocele, rectocele, and enterocele. She was implanted with a lynx sling as well as a non-bsc prolapse repair mesh on (B)(6) 2009. As reported by the patient's attorney, the patient underwent a revision surgery related to the lynx device on (B)(6) 2010 due to difficulty voiding. Boston scientific has been unable to obtain additional information regarding the event to date.